Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) ¿pairing failed¿ alert when attempting to connect the sensor to the ilet, and support guided the user to toggle the dexcom g6/g7 selection and re-pair the ilet, advising up to 30 minutes for pairing; blood glucose values were reported as unaffected and no medical intervention was required. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary loss of cgm-to-ilet connectivity. User support included customer interview and device-use troubleshooting focused on bluetooth pairing and configuration settings. Investigation of this case revealed a pairing/connectivity issue between the ilet and the dexcom g7 cgm without evidence of sensor failure or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or configuration-related connection failure.